Event description:
Event became reportable based upon add'l info rec'd on 05/20/2008. It was reported that during an abdominal aortic aneurysm (aaa) stent graft procedure, balloon inflation failed. The lesion was located within a "relatively long straight aortic aneurysm neck." The equalizer balloon would not inflate; therefore, the device was removed and procedure was completed with a different device. No pt injuries or complications were reported. Pt status is listed as "fine." It was further reported that the balloon ruptured during inflation. Prior to use, the physician did not note a hole and the lumen was not blocked.

Manufacturer narrative:
The complainant indicated that the device was disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.